Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 05, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on august 16, 2022.

Manufacturer narrative:
This report is submitted on october 13, 2022.